Manufacturer narrative:
H.6. Investigation: one photo was received and evaluated. The photo displayed a strip of top web from a 10ml syringe tray (p/n 309605) batch #1168630. "Broken seals" and "labels won't stick to syringe - only the tray syringes" was written on the web in blue marker. It was unable to be determined from the photo if any seals were of poor quality or open. Physical samples of the tray and web clearly displaying the seal defects are needed to confirm the issue. Since the photo received did not display the reported condition a potential root cause could not be defined, and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported when using the bd 10 ml syringe luer lok tip device experienced damaged or open unit packaging where the sterility of the product is compromised. The following information was provided by the initial reporter. The customer stated:   it was reported by the medical professional, the paper seal is not sealed to the tray of syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd 10 ml syringe luer lok tip device experienced damaged or open unit packaging where the sterility of the product is compromised. The following information was provided by the initial reporter. The customer stated:   it was reported by the medical professional, the paper seal is not sealed to the tray of syringes.